Manufacturer narrative:
Technician reported that after the CPR lever is engaged, the head goes down too slow. Isolated the problem to degenerated CPR valve piston. Replaced the CPR valve to resolve this issue. Bed found in ICU.

Event description:
Allegation that after CPR lever is engaged, the head goes down too slow. No injury alleged.